Manufacturer narrative:
Correction: e3 inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to provide correction to the investigation follow-up report submitted. Correction: h10: the customers allegation was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the adhesive on the bending section rubber was detached and the play of the up/down knob was out of standard value due to wear of angle wire. It was also noted that the ultrasonic connector had corrosion due to water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the ultrasonic gastrovideoscope water resistance cap was loose when immersing in water and bending angulation was low. Inspection and testing of the returned device found that the acoustic lens had a chip. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.